Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 16 years since the subject device was manufactured. Based on the results of the investigation, the root cause could not be determined. It was confirmed that foreign material protruded from the distal end due to a clogged biopsy channel opening, however, the specific material could not be identified and the foreign material was possibly not removed since the reprocessing was not conducted properly due to leakage from biopsy channel. The following information is stated in the instructions for use (IFU): the instruction manual evis exera ii gif/cf/pcf type 180 series operation manual chapter 3 preparation and inspection describes how to detect for the suggested events. The instruction manual evis exera ii gif/cf/pcf type 180 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories) describes how to prevent for the suggested events. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The evaluation found foreign material was found clogging the channel mount unit. The material was unable to be removed. A whitish foreign material was found inside the air/water tube and cylinder. The reported fault was likely a result of mishandling. Furthermore, the following additional issues were identified during inspection: switch 1 has a pinhole, the suction cylinder has no color, the electrical connector has corrosion due to water leakage. The flexible printed circuit has corrosion due to water leakage, due to damage on the channel tube, water tightness is lost, due to a crack on bending section cover, insulation resistance value at distal end does not meet the standard value, due to wear of angle wire, bending angle in up direction does not meet the standard value, plastic distal end cover has a scratch, adhesive around objective lens has a chip, the light guide lens has a crack, adhesive on bending section cover has a crack and the connecting tube has a wrinkle. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis exera ii colonovideoscope had a channel mount unit clogged, and the air/water tube and cylinder has foreign material. The issue was found during an unknown procedure. There were no reports of patient harm.